Event description:
Reportedly, the patient has developed "significant pain and [patient] is worried things will get worse."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: l5-s1 spondylosis and spondylolisthesis with degenerative disc at l5-s1 and l4-5 with back pain recalcitrant to conservative measures. The patient underwent following procedures: anterior spinal fusion, l5-s1 anterior spinal fusion, l4-5 application of interbody device times two, l5-s1 application of interbody device times two, l4-5 (cages with bone morphogenic protein). No intra operative complications were reported.